Manufacturer narrative:
The product analysis indicated that one opened sample of part number 1883262hs from lot number 0211014334 was received with a residue consistent with biological contaminants on the device. Using a microscope, calipers, and micrometer it was determined that the inner shaft broke 1.31¿ from the distal face of the inner hub with striations and material collected around the break which may have resulted in the reported event. The break point corresponds to the reduction of the diameter (as designed) in the outer tube; the outside diameter of the outer tube showed heat induced discoloration in this area, but there were no signs of bends in the shaft / tube. The outside diameter of the inner shaft shall measure 0.132¿ / +-0.001¿ and the actual measurement in the undamaged area was 0.1320¿ which is in specification. The inside diameter of the outer tube in the area in question shall be 0.1350¿ / +-0.0010¿; however, the actual measurement could not be verified due to physical damage, but there were no anomalies or variations in size of the outside diameter in the same location. A wear point 0.61¿ from the distal face of the inner hub which corresponds to the end of the outer tube within the front hub. The locking indentations of the front hub were deformed and there was an indent / ridge near the distal end which corresponds to components of the handpiece. The analysis confirmed there was an out of specification condition identified as it relates to the complaint of "the bur broke in half." If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor reported that the bur broke in half. No patient injury was reported.